Event description:
It was reported via repair work order that the nurse call communication cord wall connector was broken. It was also reported that the siderail timing link was broken with accessible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.